Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had was going blank. The customer stated that the display was not completely blank and there was a line running across the bottom of the screen. The customer stated that the insulin pump was dropped. The customer reported that the act and esc buttons were unresponsive. The customer's blood glucose was 184 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened act button dome switch. No unlocked lcd keypad connector was noted. No button error alarms were noted. The pump ws received with missing segments due to a cracked lcd zebra connector and also received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.